Event description:
Related to MFR report # 2183959-2012-01085, 01086, 01088. It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee system to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that, the plaintiff experienced significant mental and physical pain and suffering, neuromas, emotional distress, permanent injury, permanent and substantial physical deformity, and that the plaintiff has and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.